Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # p92h73. Device analysis: the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation and the jaw was not returned. The device was disassembled and evidence of corrosion was found throughout the broken area. 0 remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A manufacturing record evaluation was performed for the finished device batch p92h73 number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, not working as its broken. The clip was not feeding into the jaws. There were no patient consequences.